Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was adjusted and the flash nodes and calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported a filament calibrator error and collimator calibration error which prevented the system from booting up. There is no report of pt injury.